Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the delivery of approximately 10 units, the insulin gauge displayed an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Blood glucose level was 150 mg/dl. Prior to contacting tandem technical support, the customer loaded a new cartridge and received an accurate fill estimate.